Event description:
It was reported that a small portion of the saber I/f cage implant was broken off during insertion. The fragment of the implant was removed from the body, and the surgeon decided to leave the remainder of the implant in place as it provided sufficient support. There was no patient injury reported as a result of this situation.